Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Consumer reported their device was not working as good as they wanted and that the cause was not determined. They reportedly have a doctor appointment next week. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. A patient reported a loss or change in therapy. The patient noted they felt stimulation and therapy was on. There were no trauma or falls that could be related to the issue. The patient noted they had it turned all the way up, and the healthcare professional (hcp) told the patient to call the manufacturer. The patient stated it was helping a little bit. The patient stated it had only been helping a little bit since the implant on (B)(6) 2017 and the trial worked much better. The patient had the amplitude up to 5.9 v on program 3 and felt it every once in a while in her vagina, but that was it. The patient moved to program 3 at 2.1 v and she felt stimulation. The patient planned to try program 3 at 2.1 v. Additional information was received from the patient stating that they though they needed to reprogram the device because it was not working. The patient stated they were peeing as soon as they stood up and the bed was wet. The programmer showed stimulation was on. The patient wanted to try switching programs and noted they were originally on program 4 at 5.9v. The patient stated they had switched to program 1 and believed they already tried program 3. The patient increased stimulation on program 1 to 3.0v. The patient was redirected to their healthcare provider to discuss symptoms and noted they had an appointment during the week of the report. The patient also mentioned that the temporary one worked much better. No further complications were reported.